Manufacturer narrative:
H10: one (1) used spiros from list#: cl3948, (lot#: unknown) connected to one (1) bd infusion set was received and visually inspected. As received, the spin feature of the spiros was activated and spinning freely in the rotational direction. No spline damage was observed. Some clear fluid residuals were seen within the housing but outside of the fluid path of the spiros sample. The device was hydrostatic pressure leak tested. Leakage was observed from the area of the o-ring / poppet interface on the returned device. The reported complaint of a leaking spiros can be confirmed. The probable cause of the leaking spiros is due to a molding anomaly on the sealing surface of the poppet sub-component. A device history review could not be conducted because no lot number(s) was / were identified.

Manufacturer narrative:
The device was received for evaluation. The investigation is pending.

Event description:
The event involved an oncology kit w/chemolock bag spike with additive port; vented cap; spiros w/red cap that leaked paclitaxel from inside the housing. The event occurred at 9:00am. The lines were connected but the infusion had not started. The customer became aware of the event because they saw a drip. The medication bag was removed. There was patient involvement, but no adverse event nor anyone harmed as a result of the event. The customer was able to replicate the leak when adding pressure to a short set bag of normal saline.